Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication, a pump motor gear train anomaly involving a stall due to shaft/bearing, and a high resistance pump battery.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a company representative in regards to a patient who was being treated with lioresal intrathecal (2000 mcg/ml; 300 mcg/day; lot # unable to be obtained) for intractable spasticity and other spasticity. Additional medications being taken by the patient at the time of the event and the pertinent medical history was not provided. The patient was brought to the emergency room with suspected baclofen withdrawal. Upon reading the logs, it was found that the pump had experienced a motor stall and had gone into safe state. As a result, the physician decided to replace the pump on (B)(6) 2016. It was unknown what led the pump motor to stall, how long it was in a motor stall, and why it went into safe state. Other than reading the pump logs, it was not known what other troubleshooting was performed in an effort to resolve the issue. The pump had been programmed up to 100 mcg/day, then to 200 mcg/day, and then back up to the original dose of 300 mcg/day. As of the date of the report, the patient's status was alive - no injury, and the issue had been resolved. Per the pump logs, the pump was in safe state on (B)(6) 2015 (15:37) and a motor stall recovery occurred on (B)(6) 2015 (15:37). The cause of the motor stall and safe state not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.